Event description:
It was reported that during a coronary stenting treatment procedure, the stent became dislodged. The lesion being treated was a heavily calcified proximal obtuse marginal (om) lesion. Via right femoral approach, the physician predilated the lesion with a power sail 2.5 mm x 13 mm balloon twice at 12 atms. The physician then predilated the lesion with a power sail 2.75 mm x 18 mm balloon six times at 12 atms. The physician then attempted to cross the lesion with a taxus express2 8.8% 2.75 mm x 28 mm stent, but was unsuccessful. The physician then attempted to withdraw the stent and delivery device, but the stent became caught on the edge of the guide catheter, dislodged and reset in the iliac artery. The physician then established access through the left groin. Using a 4.0 microsnare to retrieve the stent was unsuccessful, so a 10.0 microsnare was selected and successfully removed the stent. There were no pt complications reported.